Event description:
It was reported that the bd syringe 3ml ll w/ndl 25x5/8 rb had leakage past the stopper. The following information was provided by the initial reporter: material # 309570. Batch # 4261359. Verbatim: rcc received a complaint via phone. Customer called to report that she inserted the needle and drew up medication, the medication started leaking out of the back of the syringe and she lost all medication. Ref (B)(4). Lot 4261359. No pt harm or injury, doe 12/19. On another occasion not sure of the date either nov 4/nov 24th, needle from same lot - ref (B)(4). Lot 4261359, was pushed into the rubber part of a medication vial. The needle went sideways. No pt harm. Both samples available for return, please send label with cannister.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage past stopper. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.